Event description:
It was reported that balloon rupture occurred. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, on the third inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported.